Event description:
The patient reported tape not sticking issue on (B)(6) 2026, in which the tape was not adhering to the body as the patient fell down.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) e1: name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.